Event description:
The customer reported a burnt power cable and receptacle on their allegra x-22r centrifuge. No fire or smoke was observed. There was no death or injury associated with this event.

Manufacturer narrative:
The field service engineer (fse) is waiting on the customer to approve a service visit to inspect the instrument and install replacement parts. The direct cause of this event is unknown. The investigation is on-going. (B)(4).